Manufacturer narrative:
This report is submitted on february 09, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to replace the dislodged magnet with a new magnet. This report is submitted on december 28, 2021.

Manufacturer narrative:
This report is submitted on july 14, 2021.

Event description:
Per the clinic, the patient underwent MRI for the second time (specific date not reported) and experienced pain and magnet dislodgement. The patient's head was wrapped as recommended by cochlear. Additional information has been requested but has not been made available as of the date of this report.